Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported problem "door latch will not close properly," which was confirmed through evaluation as a door not fully latched alarm. This was found to be caused by loose mount screws. The screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a door latch that did not close properly. It was also reported there was no patient involvement.